Manufacturer narrative:
It is now reported that the patient's skin revision was performed under general anesthetic. The report is filed on september 24, 2018.

Manufacturer narrative:
This report is submitted on november 30, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently the patient was treated with antibiotics and underwent a skin revision procedure (date not reported).